Event description:
Ous MDR - a warning message via home monitoring was noted. The day the message occurred the patient attended, as a spectator, a cyclist competition. He reported he was standing close to "music boxes" and felt the shock waves of the boxes. Upon inspection of the data the device was found to be operating in backup mode. The ICD was explanted, but not returned for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
The ICD was returned for analysis. Upon receipt, the device was interrogated, revealing the battery status mol1. The memory content of the device was analyzed. The analysis revealed that the device automatically activated the safety backup mode, because it detected an invalid memory content during an automatic signature check on the (B)(6) 2016. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will by design activate the safety backup mode. Based on the available data the root cause for the backup mode activation could not be determined. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. At a next step the invalid memory content was corrected and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time of the high voltage capacitors was as expected. In addition a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing functions of the ICD to be normal. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from an invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of the safety backup mode. This does not represent a device malfunction. It cannot be excluded that the presence of invasive external influences might have led to the clinical event. Please note, the ability of the device to deliver therapies is not affected by the safety mechanism and was fully available while the device was implanted and in service.